Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was unresponsive. The customer informed the remote service engineer (rse) that the touchscreen was unresponsive. In a good faith effort (gfe) response from the customer, it was clarified that the device had been outside of use at the time of the event. The customer stated in a subsequent gfe response that there had not been a touchscreen issue. Further clarification and confirmation of if there is or is not a touchscreen issue is pending the evaluation of the device by a bench service engineer (bse). A bench service engineer (bse) evaluated the device on 01apr2025 at a bench repair center and did not confirm the touchscreen issue as the touchscreen was working as intended. However, the bse acknowledged that the customer alleged it was an intermittent issue so it was determined that the touchscreen would be ordered and replaced as a preventative measure if approved by the customer. The customer rejected further service of the device, so the bse placed a defective sticker on the device and returned it to the customer unrepaired. No further tools or parts were used to service the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was unresponsive. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the touchscreen was unresponsive. In a good faith effort (gfe) response from the customer, it was clarified that the device had been outside of use at the time of the event. The customer stated in a subsequent gfe response that there had not been a touchscreen issue. Further clarification and confirmation of if there is or is not a touchscreen issue is pending the evaluation of the device by a bench service engineer (bse). This investigation is ongoing.